Event description:
During a wisdom tooth extraction, at (B)(6) oral surgery in (B)(6), I was burned repeatedly on the face and lip by an overheating dental drill. I informed my dentist several times that what he was doing hurt me. He did not stop until after the third warning. I received second degree burns on my face and lip and went to the emergency room. The office has not compensated me or mitigated the damages in any way.